Event description:
Customer reported poor image quality, preventing use of the system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier tube. System operates as intended.